Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-oct-2016. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system will intermittently go into no input detected mode. This started occurring after their computer replacement. Troubleshooting was performed. During troubleshooting, the site was unable to replicate the issue initially. The system was booted up and shutdown multiple times but without the issue re-occurring. After a couple bootups, the no input detected message popped up again on the shutdown. The site hard shutdown the system and tried to bootup again and got the same message. The system was left alone temporarily, and when they came back the issue could not be replicated again. Technical services checked connections internally for damage and could not find any frayed or damaged cables. They were unable to replicate the issue while on the phone. After some more time, the site was able to replicate the issue on shutdown. They could hear the computer fans running still when it said no input detected. A replacement computer will be sent to the site as the symptoms sound like an intermittently failing graphics card in the computer. There was no patient involved in this event.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. The computer boots normally to the application screen. The installed programs start and run normally. No "no input" messages were observed. Seatools long test-no errors. Caine-disk is ok, 0 bad sectors. The computer passed phd testing. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.